Event description:
Asku

Event description:
It was reported that the device "malfunctioned". The device was explanted and replaced. A few days after the device was replaced, the patient reported returning to the hospital due to "bacteria in the blood". The patient also reports feeling "pain all over", and "severe pain in the neck, shoulders, and feet". No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.